Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 expiration date, d4 UDI primary UDI number, d9, h4. H3 evaluation: the product was returned to eth for evaluation. Visual inspection revealed that one empty labeled winding former and one used suture piece outside the foil packet were received for analysis. Product code. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined and the end was noted to be cut likely by a surgical instrument. No evidence of pull off - suture needle was identified during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknow procedure on an unknown date and suture was used. During an unknown surgery, the suture was detached from the needle. This issue occurred 2 products in a row. There was no problem with the third one. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following: ? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>unk ? Can you identify the lot number of the product involved?=> -lot number unk => 10a1t6, 107bra ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)=>(B)(6) ? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.